Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad had a tear. The patient did not allege any harm or injury because of the reported issue. The pump was replaced. The pump was returned to animas and evaluated. The keypad tear was not confirmed with the evaluation of the product. However, keypad button presses did not activate desired pump functions. The pump was intermittently unresponsive to keypad button presses. The keypad was removed and adhesive was found under the button contacts. Based on the information provided, this complaint is being reported due to the following conclusion: through the investigation of the device, the pump was found to be unresponsive to keypad button presses. There is no evidence however that the reported issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
Evaluation of the pump also revealed a hole in the bolus button and a cracked battery compartment. These product issues are not likely to cause an adverse event because the issues are generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.